Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced bleeding, discomfort, pain, and urinary retention and had anxiety depression and syncope. The patient had an x-ray and the x-ray reveled that the lead had migrated although the stimulation was felt correctly. Reprogramming of the device was attempted, but it was unsuccessful. The patient received a catheter. The patient visited a physician and a potential explant surgery is planned for (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to fields h6 and c2/d10.

Event description:
It was reported that the patient experienced bleeding, discomfort, pain, and urinary retention and had anxiety depression and syncope. The patient had an x-ray and the x-ray reveled that the lead had migrated although the stimulation was felt correctly. Reprogramming of the device was attempted, but it was unsuccessful. The patient received a catheter. The patient visited a physician and a potential explant surgery is planned for (B)(6) 2025. The patient has not had their revision surgery, yet. The physician tried multiple times to contact the patient for discussion, but calls were not answered and no response from the patient. As of (B)(6) 2025, the account manager checked with the physician, and they still have not been able to get hold of the patient in regard to rescheduling the revision surgery. The account manager will update if they hear anything further.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient experienced bleeding, discomfort, pain, and urinary retention and had anxiety depression and syncope. The patient had an x-ray and the x-ray reveled that the lead had migrated although the stimulation was felt correctly. Reprogramming of the device was attempted, but it was unsuccessful. The patient received a catheter. The patient visited a physician and a potential explant surgery is planned for (B)(6) 2025. The patient has not had their revision surgery, yet. The physician tried multiple times to contact the patient for discussion, but calls were not answered and no response from the patient. As of (B)(6) 2025, the account manager checked with the physician, and they still have not been able to get hold of the patient in regard to rescheduling the revision surgery. The account manager will update if they hear anything further.